Manufacturer narrative:
Add'l info has been requested. Device is an instrument and is not implanted or explanted. H4: unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. W/o a lot number, the device history records review could not be requested.

Event description:
During a lumbar fusion l3-4 scheduled removal procedure surgeon used the synthes set screw extractor on a non-synthes product. The extractor broke off flush in the head of the set screw. Surgeon did not remove the piece and did not remove the non-synthes hardware.